Manufacturer narrative:
The actual device was received at the manufacturing facility for evaluation. Visual inspection found no anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried was tested for its gas transfer performance. The obtained values met manufacturing specification. Confirmation testing confirmed that the pao2 determined on the actual sample was higher than that determined during the actual use. A comment was made by the user facility that several similar incidences has happened over the past three months. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the actual sample was the normal product with no issue in the gas transfer performance. An exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: the oxygenator was used in a case where the patient was receiving cardiac surgery. The perfusionist reported that the device wasn´t efficiently oxygenating during that specific case in the cardiac surgery. There have been similar cases over the last three (3) months. There was no patient harm.